Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying late could not be determined. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1u01072321. Expiration date changed from unavailable to 1/7/2025 primary UDI number # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/7/2023.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism deployed late. The patient's blood glucose rose to 280 mg/dl. The pod was worn for less than 1 hour.